Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low and elevated blood glucose (bg); values not provided. Reportedly, customer suspected that the basal rate was incorrect. Customer stated working with health care provider to adjust basal rate. Customer declined to provide further information.